Manufacturer narrative:
The unit alarmed motor error during the basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify the compromised force sensor system alarm due to the motor error alarm. Unit was received with normal operating currents and passed unexpected restart error test and self-test. The motor passed the motor test. The following physical damage was noted: minor scratched lcd window, cracked lcd window, cracked casing at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted out of the tubing. The patient's blood glucose at the time of incident was 132 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was stuck in the preparing to prime loop. The insulin pump was returned for analysis.